Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have an input disk broken. Input disk #6 was found completely detached from the base of the housing. Additional observation not reported by site: signs of corrosion were found on the instrument bearings. Both pitch and grip input disk bearings exhibit orange discoloration. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook was not articulating and the disk popped off. The procedure was with no reported injury. Intuitive surgical, inc.(isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.